Event description:
It was originally reported that the ins was replaced due to the patient complaining of ins site discomfort. The unit had been relocated one time post op and continued to cause site discomfort. The ins was replaced with a smaller unit. No patient injury and the patient recovered without sequela. It was later reported that the ins was removed because the patient¿s body rejected it.

Manufacturer narrative:
Concomitant products: product ID neu_ins_plug_acc, lot # unknown, implanted: (B)(6) 2006, explanted: (B)(6) 2008, product type accessory; product ID 377845, lot # v006655, implanted: (B)(6) 2006, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2008, product type extension; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2008, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2008, product type recharger. (B)(4). Device analysis ins (B)(4) revealed no anomaly found. The ipg was functioning okay. Device analysis for the ipg plug revealed no anomaly found.